Event description:
A caller reported an issue with the touchscreen responsiveness of a pump, which was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided complete pump reset information, and the caller successfully reset the pump, restoring functionality to the screen.